Manufacturer narrative:
Explant/exchange of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt225 22.5 diopter intraocular lens (iol) was explanted/exchanged with a non-amo device as the physician wanted to change the diopter size. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 08/11/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.